Event description:
It was reported that during a rectum resection procedure, the surgeon placed the device on the rectum, closed it, waited for 15 seconds before firing, visually inspected if everything is compressed and in proper place and fired the gun. The surgeon opened the instrument with release button, and saw that the tissue was cut, but not stapled. All staples were unformed. It was bleeding; the resection was so low, that he could not make the anastamosis manually, so no anastamosis was done. Due to the instrument failure, the surgeon was forced to make stoma.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:

Manufacturer narrative:
(B)(4). Two staples stuck in washer. The analysis results showed that a cs40g was received with a cr40g reload present. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, the returned cartridge was noted to have two staples stuck in the washer; it appears possible that excess of pressure was placed on the distal end of the device, not allowing the retaining pin to properly assemble, becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.